Event description:
It was reported that the patient presented in clinic for generator exchange. During procedure, it was noted that there was a slight variation in high voltage lead impedance after a new implantable cardioverter defibrillator was implanted and connected. No interventions were performed. The patient was in stable condition.